Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient received a triggered alert for increased low voltage pacing lead impedance to high and then out of range values. No patient symptoms were reported. Unacceptable capture threshold was also measured. The physician consider bringing the patient in for lead testing. No further information is available.